Event description:
It was reported that the vena cava filter was not fully deployed in the pt because "four of the legs are tangled." "It looks like three" hooks are currently attached to the vessel wall. A second filter was not placed as the physician said, "there was not adequate space in the pt's anatomy for a second filter." The physician "believes that a clot can get past the filter."

Manufacturer narrative:
Device evaluation: the complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.